Event description:
It was reported that at a follow-up appointment, this implantable device was found to be operating in safety mode. At the previous appointment, the projected battery longevity was one year remaining. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a follow-up appointment, this implantable pacemaker was found to be operating in safety mode. At the previous appointment, the projected battery longevity was one year remaining. Boston scientific technical services was contacted and recommended an emergent replacement procedure. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, this implantable device was found to be operating in safety mode. At the previous appointment, the projected battery longevity was one year remaining. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. When interrogated, this device was confirmed to be operating in safety mode, however, a complete memory analysis was unable to be performed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. Therefore, despite a thorough analysis, the cause of the safety mode reversion cannot be established.